Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/12/2017 with the following findings: visual inspection did not find any moisture in the battery compartment or cartridge compartment. All keypad buttons responded normally to button presses. The complaint could not be duplicated on investigation. Unrelated to the original complaint, leak testing revealed a bolus button leak. The audio bolus button cover was damaged; when the cover was removed, there was evidence of moisture corrosion found on the bolus button pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the ok button and up and down arrow buttons on the keypad were under responsive to user presses and there was moisture in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.